Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the patient experienced a cartridge leak that occurred approximately one week prior to reporting. The patient observed insulin leaking from the connection point, with insulin leaking onto the device and underneath the casing. The patient stated that the leak resulted in elevated blood glucose levels and high glucose alerts, though the duration of the elevated blood glucose was unknown. The patient reported symptoms of thirst and fatigue during this time. The patient completed a supply change after drying the device. Due to the delayed report, a confirmed lot number was initially unavailable. The patient later reported that blood glucose levels ultimately stabilized, though additional details were unavailable because of the late report. The patient subsequently provided the lot number for the leaking cartridge. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.